Event description:
It was reported that the patient presented for a procedure. It was noted that the right ventricular lead was dislodged and there was an unspecified helix rotation issue noted. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.